Event description:
During a cervical case, the screw went through the single sliding hole of the antcer cervical plate. The surgeon was unable to remove the screw from under the plate causing a 10-30 minute delay. Add'l info rec'd from the sales rep on 12 june 2009: a (B) (6) man underwent an initial two level anterior fusion at c4-c5:c5-c6. The surgeon used five 14mm screws in the ant-cer assembly. While screwing in the center screw, the screw went through the secure ring and then underneath the ant-cer plate. There was good purchase in all the screws, no in and out; the surgeon drilled and did not tap the bone. The surgeon tried to remove the center screw with the driver and was unable to do so. The surgeon left the screw in place and did not explant any portion of the hardware. The surgeon did advance the screw somewhat. There was a surgical delay of less than 30 minutes. This malfunction has been associated with an adverse event in the past.

Manufacturer narrative:
Product was not explanted. Product was not explanted. Device manufacture date is unk. Eval is pending.